Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two syringe 10ml ll eurographics experienced stopper separation, and leakage past the stopper during use. The following information was provided by the initial reporter: the staff uses 300912 to insert botox into patients bladder. They have experienced twice that when withdrawing botox into the syringe the rubber stopper loosens from the plunger letting in air in the syringe and causing leakage. They had to discard the 2 syringes. Both syringes was from the same lot number. They have used the 10ml syringe for this procedure for a couple of years.

Manufacturer narrative:
H.6. Investigation summary: one photo and nine 10ml syringes were received and evaluated. Eight were in fully sealed blister packs form batch #9003652 (B)(4). One was loose in a biohazard bag with visible fluid droplets inside. The eight samples in blister packs were removed from the packaging and the plunger rod was extended and retracted with no observable defects. The loose syringe in the bag was observed to have an insecure stopper condition and was rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the insecure stopper defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 9003652 is considered in compliance with our product specification requirements. H3 other text : see section h.10.

Event description:
It was reported that two syringe 10ml ll eurographics experienced stopper separation, and leakage past the stopper during use. The following information was provided by the initial reporter: the staff uses 300912 to insert botox into patients bladder. They have experienced twice that when withdrawing botox into the syringe the rubber stopper loosens from the plunger letting in air in the syringe and causing leakage. They had to discard the 2 syringes. Both syringes was from the same lot number. They have used the 10ml syringe for this procedure for a couple of years.